Event description:
The customer reported a faint red fluid leak of approximately 50 ml under the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and confirmed the leak from a disconnected tubing at pinch valve pv43. The fse replaced the tubing and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).